Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.

Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This report is being submitted to correct the following fields. C is updated so that g4 will no longer have "combination product" checked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a social media complaint for false negative results with the binaxnow¿ covid-19 antigen self test otc 2 test pack on posted on (B)(6) review board. The customer posted that they took the binaxnow covid-19 antigen self test otc and the results were negative. The customer reported that they went to the doctor's office and received a positive covid-19 result. Despite multiple attempts to obtain additional information, no information will be provided.